Manufacturer narrative:
No patient impact or complications were reported. The rf assure detection system meets electrical safety requirements per iec 60601-1 and 60601-1-2. Rfs system was used contrary to dfu (directions for use) cautions to avoid scanning during pacing device programming.

Event description:
Materials manager reported a pacing device program was lost during scanning. No patient impact or complications were reported. No MDR was filed by the user facility.